Event description:
It was reported that during an angioplasty procedure the burr became stuck in the lesion. The highly calcified lesion being treated was in the proximal left anterior descending artery. The rotalink unit was tested during preparation with no difficulties noted, and the platform speed was set at 150,000 rpms. The lesion was not predilated. The rotalink 1.25mm burr was then advanced to the lesion without any difficulties. Once the physician attempted to begin atherectomy, the burr stuck in the lesion and the system stalled. The physician attempted to withdraw the guide catheter in an attempt to extract the burr, but that was not successful. The physician was then able to pull forcefully to remove the burr successfully. Blood flow was not interrupted and the patient did not experience any symptoms. The procedure was then completed with another device, and patient status was reported as 'good'.